Event description:
Following a pulmonary vein isolation procedure using a tacticath quartz ablation catheter, a pericardial effusion occurred. Once or twice during the procedure, contact forces were indicated; otherwise, the procedure was completed with no consequences to the patient. Approximately two hours after the procedure, an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed. The patient remained in the hospital for two days and was discharged to home in good condition. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.